Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The forth leak test failed. To fix the issue, the fse replaced the safety disc, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation of the safety disk by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone: (B)(4). The defective components were received for further investigation. The national repair center installed the safety disk and tested the safety disk to factory specifications per procedure. The nrc could not duplicate the error, retaining the safety disk in the nrc per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.